Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -8.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced tass - toxic anterior segment syndrome. Medication of rinderon was prescribed to the patient. Lens remains implanted. Problem is not resolved. Additionally it was noted accuject device was used to implant the lens and "I would like to know if it is related to accuject; like tass which is happening in other hospitals".

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).